Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. We checked the returned unit and confirmed that the segment steel braid steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the segment steel braid. In addition, we confirmed that the lcb distal cover glass cracked, and the operation channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0628(ift)" and/or the risk analysis results, it was evaluated to submit MDR.